Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 589 mg/dl with high ketones. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose level of 589 mg/dl and ketone levels that were identified as dangerous by a health care professional. The customer received intravenous fluids of saline and insulin to address the issue. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.